Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) sensor. Functional testing revealed the defective dso sensor, the dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device is not functioning properly. There was no patient involvement, the event occurred during preventative maintenance. The device analysis found a damaged downstream occlusion sensor.